Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the was unable to bow. The device was then removed and it was noticed that the cut wire was broken. It is unknown if any part of the cut wire detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the was unable to bow. The device was then removed and it was noticed that the cut wire was broken. It is unknown if any part of the cut wire detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is unknown, however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) cut wire broke. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination found that the working length was twisted and the exposed cut wire was discolored/blackened but was intact(not broken). The cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 15 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.